Manufacturer narrative:
(B)(4). Batch # m53z9v. The analysis found that one long60a device was returned in good visual condition and with one ecr60g cartridge reload present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the doctor reported on the first firing with a green reload he experienced issues. The patient's bmi was (B)(6) at the time surgery. The doctor stated that the stapler did not feel right when he fired it. He reported that the second row of staples on the patient side did not form correctly. The affected area was over-sewn with a vicryl suture. Case completed with another device of the same product code. There were no patient consequences reported.